Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and decrease sensing were noted on ra lead. The lead was capped and replaced on (B)(6) 2016 without complication. The patient was stable before and after the procedure.